Event description:
A malfunction code was reported by the customer, identified as malf 0 with fault ID 0-0x2980, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup therapy and was instructed on storage mode procedures for returning the pump. Technical support confirmed shipping details, advised on receiving the replacement pump, and arranged for the customer to return the malfunctioning pump via ups.